Event description:
It was reported that during testing conducted at the manufacturer facility the distal end of the fiberoptic cable was melted. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported overheating of the fiberoptic cable was confirmed by a manufacturer repair technician through visual inspection. During evaluation it was noted that the cord was torn, which can lead to the reported overheating, and can be caused by a material fatigue issue.

Manufacturer narrative:
Upon device evaluation, it was determined that the reported event had also been submitted to FDA on (B)(4) 2014 under MFR report #0001811755-2014-00374 (stryker reference (B)(4)). Since these were determined to be duplicate complaints, a supplemental MDR is being submitted to reflect that the information was initially reported by the user facility. The reported overheating of the fiberoptic cable was confirmed by a manufacturer repair technician through visual inspection. During evaluation it was noted that the cord was torn, which can lead to the reported overheating, and can be caused by a material fatigue issue. The helmet is not a repairable device and will therefore not be returned to the user facility.